Event description:
It was reported by the customer at that fiber optic cap of the cardiosave intra-aortic balloon pump (iabp) would not zero. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The device logs did not show any indications of a fiber optic issue, and the unit passed multiple fiber optic tests. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer at that fiber optic cap of the cardiosave intra-aortic balloon pump (iabp) would not zero. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.